Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed that the sheath was kinked. The guidewire was entangled over the sheath, the imaging window, and near the tip. The guidewire exit port was observed to be damaged, but the distal part of the tip was in good condition.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the non-calcified right coronary artery (rca). An opticross hd was selected for ultrasound examination of the target lesion. During the procedure, the catheter and wire became entangled when the motor drive was activated for imaging. After imaging was turned off, both devices were removed without any issues. There was no detachment of the catheter. The procedure was completed without performing a final intravascular ultrasound (ivus), and the patient remained in good condition.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the non-calcified right coronary artery (rca). An opticross hd was selected for ultrasound examination of the target lesion. During the procedure, the catheter and wire became entangled when the motor drive was activated for imaging. After imaging was turned off, both devices were removed without any issues. There was no detachment of the catheter. The procedure was completed without performing a final intravascular ultrasound (ivus), and the patient remained in good condition.